Event description:
It was reported a flange that connects the percutaneous insertion handle to the nail had broken off. There is no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The tang of the handle is no longer attached to the device, the remainder of the insertion handle is in good condition. It is likely that the handle was turned or twisted with excessive force while the tang was matched to the notch in the nail. The design for this part was reviewed and the, material, and finishing processes were found to be adequate for the intended use of this device, with no dimensional discrepancies determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.